Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an additional procedure approximately 6 months post op for excision of anterior vaginal wall mesh from a previous transvaginal tape procedure and anterior repair augmented with mesh procedures, anterior repair with repair of anterior vaginal mucosal defect and previous dehiscence due to anterior vaginal wall mesh erosion and dehiscence, chronic discharge and history of previous transvaginal tape procedure and anterior repair augmented with mesh procedures.